Event description:
Consumer complaint of blood result reading of "hi". Customer normally reds around 200-300mg/dl fasting and 250-350mg/dl before bedtime. Last blood results in memory: hi, hi, 454mg/dl, 221mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads around 200-300mg/dl fasting and 250-350mg/dl before bedtime. Last blood results in memory: hi, hi, 454mg/dl, 221mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).